Manufacturer narrative:
The device was returned for analysis. The device was returned in a curved position. There was dried saline on the handle and tip. The device does not have visual defects. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed which confirmed that the magnetic sensor measured within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The ablation was verified by using the maestro generator 4000 and the metriq pump and the device was found within specifications. X-ray showed guide coil collapse under and just distal of the handle strain relief. The handle was opened. The device was connected to a metriq pump that was programmed to 30ml/minute (ablation flow rate) and the pump was left running for approximately 2 minutes. No leakage was seen inside the handle. The device tip was placed in a saline tank with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. After approximately 4 hours the device underwent rf ablation tests and no errors or messages were reported by the maestro generator 4000. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured twice, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values of 2.884 psi and 2.864 psi were observed. The distal end was measured twice, starting with 15 psi. Pressure decay values were both gross leak. The proximal and distal sections of the device were separated. The pressure decay for the proximal end measured 0.0073 psi and 0.0033 psi and 0.0831 psi and 0.0821 psi for the distal end. Significant dried saline/body fluid was noted in the distal end and the sheath insulation was removed. It was observed that the heaviest deposits of dried fluid were under ring 2 with the concentration lessening on the interior wires going proximal toward the butt bond. There was what appears to be dried body fluid on the shaft under rings 1 and 2 electrodes. The distal end was capped with a touchy bourst seal and submerged in water while an air pump was attached to the lumen. No signs of leakage/holes were noted in the lumen. No further analysis performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the catheter had no signal. Several hours into a premature ventricular complexes (pvc) ablation procedure with an intellanav mifi oi ablation catheter, after multiple ablation lesions had already been made, the maestro 4000 ablation generator was unable to find the connected ablation catheter. Electrograms, magnetic tracking on rhythmia hdx and the ability to pace from the catheter was still working properly, however, we were unable to ablate because the generator could not find the catheter. Troubleshooting maneuvers included replacing the catheter cable, replacing the maestro rhythmia hdx connection box and restarting the generator. None of these maneuvers resolved the problem. The ablation catheter was replaced with another of the same type and resolved the issue. The case was completed without further issue and no adverse events occurred. However, device analysis revealed dried fluid in the interior of the distal end concentrated around ring 2.